Event description:
It is reported that the surgical tech was opening up the implant in the clean room when it was noted that the two cavities were not aligned properly. This resulted in the tyvek compromising the inner tyvek seal of the inner cavity. In 2008, it was concluded that due to the inner cavity being rotated 180 degrees opposite of the intended orientation. This resulted in a corner flap of the inner tyvek lid being trapped in the seal of the outer cavity, so that the sterile seal integrity of the outer sterile barrier cannot be assured and therefore, the inner cavity may be exposed.

Manufacturer narrative:
Eval summary: the returned item exhibited the inner cavity being rotated 180 degrees opposite the intended orientation. This resulted in a corner flap of the inner tyvek lid being trapped in the seal of the outer cavity, so that the sterile seal integrity of the outer sterile barrier cannot be assured and therefore, the inner cavity may be exposed. H6: eval codes: results/conclusions: existing procedures and work instructions have been examined and improved to assist packaging operators in orientating cavities correctly. Operator awareness has been performed with an affected operators. In addition, a comprehensive review of the cavity tooling has been initiated to reduce the probability of reoccurrence. These corrective actions have been formally documented in our CAPA (corrective action preventative action) system. The remaining 8 items in the field will be recalled.